Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated from the hub and was suspected to have broken off in the patient's body. The broken piece was not recovered, and no medical intervention was performed. The following information was provided by the initial reporter, translated from chinese: "1. In the respiratory department, during the use of the product, it was found that the catheter as a whole fell off the indwelling needle, which was suspected to be broken in the patient's body. 2. Elderly patients suffering from alzheimer's disease. The product was left on the patient for use. When the catheter broke, the patient may have pulled it out by himself. The family members and nurses did not witness it. The family members of the patient found that the indwelling needle was placed on the bedside table on wednesday, and the catheter part was missing. So far, the hospital has not performed any examinations such as filming of patients clinically, and no catheters have been found in the wards and beds, which are suspected to be in the patient's body... 2023 (B)(6) at around 16:00 in the afternoon, in the department of respiratory medicine, the patient suffered from "bronchiectasis with infection, lung space-occupying lesions, mediastinal lymph node enlargement, atelectasis, old pulmonary tuberculosis, personal history of rectal malignant tumors, "alzheimer's disease" was admitted to the hospital, and the product was used for infusion therapy during the period. The responsible nurse took out the sealed venous indwelling needle with a complete outer package, and connected it to the infusion set according to the normal operation process. After exhausting the gas, the venipuncture was successful. 2023 (B)(6) at around 8:00 in the morning, the responsible nurse found that there was a self-extracting indwelling needle on the patient's bedside table and the catheter was broken, and the internal part was missing. Because the patient was a patient with alzheimer's disease, he had no impression of the night-time removal process. Searching around the hospital bed did not find the missing catheter. On physical examination, the puncture site of the patient was normal, and the patient complained of no discomfort. Because the patient was older, x-ray fluoroscopy was not performed, so he was observed. The head nurse opened another closed venous indwelling needle of the same brand and the same batch with complete outer packaging, and found that the catheter would not come off when pulled hard, so it was determined that the indwelling needle had quality problems. If the above-mentioned adverse events remain in the patient's body, the broken tube will travel in the body and flow to the heart or lungs through the blood vessels, which may lead to life-threatening of the patient, so it is a serious adverse event."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2262336. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint .

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system separated from the hub and was suspected to have broken off in the patient's body. The broken piece was not recovered, and no medical intervention was performed. The following information was provided by the initial reporter, translated from chinese: "1. In the respiratory department, during the use of the product, it was found that the catheter as a whole fell off the indwelling needle, which was suspected to be broken in the patient's body. 2. Elderly patients suffering from alzheimer's disease. The product was left on the patient for use. When the catheter broke, the patient may have pulled it out by himself. The family members and nurses did not witness it. The family members of the patient found that the indwelling needle was placed on the bedside table on wednesday, and the catheter part was missing. So far, the hospital has not performed any examinations such as filming of patients clinically, and no catheters have been found in the wards and beds, which are suspected to be in the patient's body. (B)(6) 2023 at around 16:00 in the afternoon, in the department of respiratory medicine, the patient suffered from "bronchiectasis with infection, lung space-occupying lesions, mediastinal lymph node enlargement, atelectasis, old pulmonary tuberculosis, personal history of rectal malignant tumors, "alzheimer's disease" was admitted to the hospital, and the product was used for infusion therapy during the period. The responsible nurse took out the sealed venous indwelling needle with a complete outer package, and connected it to the infusion set according to the normal operation process. After exhausting the gas, the venipuncture was successful.(B)(6) 2023 at around 8:00 in the morning, the responsible nurse found that there was a self-extracting indwelling needle on the patient's bedside table and the catheter was broken, and the internal part was missing. Because the patient was a patient with alzheimer's disease, he had no impression of the night-time removal process. Searching around the hospital bed did not find the missing catheter. On physical examination, the puncture site of the patient was normal, and the patient complained of no discomfort. Because the patient was older, x-ray fluoroscopy was not performed, so he was observed. The head nurse opened another closed venous indwelling needle of the same brand and the same batch with complete outer packaging, and found that the catheter would not come off when pulled hard, so it was determined that the indwelling needle had quality problems. If the above-mentioned adverse events remain in the patient's body, the broken tube will travel in the body and flow to the heart or lungs through the blood vessels, which may lead to life-threatening of the patient, so it is a serious adverse event."